Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call of issues with their sensor. The customer states the sensor had connection issue. The customer states the sensor was removed and the cannula was noted to be missing. The customer's blood glucose level was 193mg/dl. The customer was advised the sensor would be replaced and returned for analysis.

Manufacturer narrative:
Sensor performed visual inspection and found sensor cannula retracted inside sensor base and found no broken cannula during analysis. Unable to confirm customer received sensor in said condition due to customer returned opened/used. Also performed visual inspection and found insertion needle bent inside the needle base inside the needle housing.